Manufacturer narrative:
Philips service replaced the x-ray tube and performed tests, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an x-ray tube grid error occurred on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.